Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the sterility was compromised. During preparation for percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, the opticross¿ became unclean because of the defect of the sled. The procedure was completed with another opticross¿. No patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed no issues, the device appears to be in good conditions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the sterility was compromised. During preparation for percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, the opticross¿ became unclean because of the defect of the sled. The procedure was completed with another opticross¿. No patient complications reported and the patient status was good.